Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.25 x 8 mm nc trek was being advanced through the guiding catheter for post dilatation when the hypotube kinked and separated. There was no reported resistance advancing the catheter. The device was easily removed. A new 3.5 x 8 mm nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported kink and shaft separation were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.